Event description:
On (B)(6) 2018, the patient¿s mother contacted lifescan (lfs) USA alleging that her daughter¿s onetouch verio iq meter was reading inaccurately high compared to her feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation and a review of the call conducted by a senior csr. The reporter alleged that the product issue first began early in the afternoon of (B)(6) 2018, when her daughter obtained an alleged inaccurately high blood glucose result of ¿435 mg/dl¿ compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with lantus insulin (20 units in the morning) and humalog insulin (taken with meals or as needed based on a sliding scale). Her mother reported that in response to the alleged inaccurately high result obtained on the subject meter, she gave her daughter ¿3 units of insulin¿ which was less than required based on her sliding scale as she was sceptical of the reading obtained. 30 minutes after the product issue, the patient reportedly developed the symptoms of ¿shaky and looking pale¿ she also reported that at this point her daughter obtained a blood glucose result of ¿50 mg/dl¿. In response to these symptoms, she reported that she gave her daughter a high calorie, sugary, drink. The reported denied that her daughter¿s blood glucose was tested on any other device. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the reporter or the patient through a control solution test as they did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event and received treatment from a third party (non-healthcare practitioner) for an acute low blood glucose excursion after obtaining an alleged inaccurate high result with the subject meter.